Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the video function did not function normally due to the failure of the cable, and the indicated phenomena, [the image is interrupted], [the image does not appear], and [e322 error] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing of the unit, the reported problem of intermittent image was confirmed, caused by a damaged cable unit. In addition, an e322 (scope ID not displayed) error was displayed, and the cable unit was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported that during preparation for use, the image from the 4k camera head was intermittent, there was severe noise or flickering, and the endoscopic image was not visible. There were no reports of patient harm.